Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) delivered five shocks but did not convert the patient's arrhythmia. A commanded shock was delivered that returned the patient to normal sinus rhythm. Boston scientific technical services (ts) reviewed stored device electrograms and noted that there had been a very fine ventricular fibrillation below the sensor floor. Device sensitivity was increased. Shock lead impedance was within normal range pre- and post-shock delivery. No additional adverse patient effects were reported. This device remains in service.